Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male pt contacted zoll customer support to report that his device was going off the belt deployed gel. A subsequent download revealed that the pt was treated. The pt reported that he remembered the alarms, said he felt sweaty and was "pushing buttons." After the treatment, the pt reported that he felt "ok." A review of the event indicates that the pt experienced an inappropriate defibrillation event. Svt at 156 bpm contributed to the false detection. The response buttons were pressed intermittently before and after the treatment but no immediately prior to pulse delivery. The pt did not seek medical attention. The pt continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest the pt sustained a serious injury. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device mfg date: monitor sn (B)(4): 08/2012-reuse; electrode belt sn (B)(4): 02/2014- initial use. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.